Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: articular surface catalog: 00596404014 lot: 60805031, femoral component catalog: 00596401652, taper stem plug catalog 00596009900, patella catalog 00597206538. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06061, 0001822565-2017-06062. Concomitant medical products: articular surface size ef 14 mm height use with plate 5 catalog # 00596404014, lot # 60805031 nexgen-femorals catalog # unknown, lot # unknown,nexgen-patella catalog # unknown, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure and subsequently was revised due to wear and breakage approximately ten (10) years later. It was reported that the poly surface dissociated from the tibial base allowing the femur to articulate directly on the tibial base causing massive metallosis in the joint space. The patient has experienced pain.